Event description:
It was reported by service report that the pt left side rail was broken and would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail carrier assembly.